Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. According to the patient, on the day of the event, the patient woke up due to feeling hypoglycemic, and experienced loss of consciousness. When a fingerstick was taken by the patient´s wife, the cgm reading was 9.0 mmol/l, and the blood glucose reading was 1.9 mmol/l. The patient was treated with glucose. No further medication was reported but when another fingerstick was taken, the cgm reading was 12.4 mmol/l, and the blood glucose reading was 5.2 mmol/l. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was exhausted, but it was understood that they had recovered from the hypoglycemic event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid after treatment. The data investigation found a difference in values that falls within b zone of the parkes error grid. No additional patient or event information is available.